Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The reported issue was identified by a livanova representative during maintenance. The representative was able to release the motor. However, during rotation the motor was noisy. It is likely to consider that a damaged bearing is the root cause for the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message and the motor was found to be stuck. This issue was identified by a livanova field service representative during maintenance. There was no patient involvement.